Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working. Customer's blood glucose level was 297 mg/dl. Customer also stated that they changed battery and buttons were not working. The insulin will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and keypad unresponsive due to critical pump error (open book image) alarm. Device received with scratched keypad overlay noted.